Manufacturer narrative:
This is a follow up report adding vmsr to the exemption/variance number field. This was not included in the initial report.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 9 of 10 devices were returned for evaluation. We are awaiting the return of 1 device. Evaluation of 2 devices found them all to be within specification. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of three devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 10 malfunction events where midwest energo s 1:5 handpieces overheated. 10 events resulted in no injury.